Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6 device evaluation: overweight, red particles in the shell, cloudy in the gel and crease flat. The device is weighed again in the mo502-65-004 and it is within specification. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.